Event description:
A pt experienced a root fracture approximately 4.5 years after a crown was cemented with advance hybrid ionomer coment. As a result of the fracture, the tooth was extracted to preclude permanent damge to a body structure.